Event description:
It was reported that the touch screen of the pump kept "blacking out", which affected the customers' ability to interact with the device. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.